Event description:
It was reported via product receipt that the patient had developed infection with no allegation of it being procedure or product related, except for a "poor pocket." The whole system including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead, left ventricular lead, and left bundle lead, was explanted and replaced with a temporary pacemaker system. Patient condition was stable throughout.

Event description:
It was reported via product receipt that the patient had developed infection. The whole system including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead, left ventricular lead, and left bundle lead, was explanted and replaced with a temporary pacemaker system. Patient condition was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and device interrogation was normal. The cause of infection could not be traced to the device.